Event description:
It was reported the pt had her acticon pump removed on (B)(6) 2013 due to "pump erosion through labia". No additional pt complications have been reported in relation to this event.

Manufacturer narrative:
Device analysis: the pump performed within specifications. Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.